Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 2.5mm x 220mm x 150cm coyote and 2mm x 40mm x 145cm coyote es balloon catheters were advanced for dilation one after another. However, on initial inflation at 3 atmospheres, both balloon ruptured. The procedure was completed using another 2mm x 22cm of same device. There were no patient complications nor injuries reported.